Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 25mm amplatzer septal occluder was selected for a procedure. The device was deployed, but the right atrial disc did not enfold correctly, and was recaptured. The procedure was completed using an occlutech figula flex uni. The patient remained stable through out and post procedure. There was no significant delay in the procedure.